Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery and battery out limit. The customer stated the batteries are only lasting up to four days. Advised customer that aaa alkaline batteries are most effective for insulin pump use, he is currently using (B)(4). The customer's blood glucose was 329mg/dl. Advised customer the battery cap will be replaced.